Event description:
Olympus medical systems corp. (Omsc) was informed that two cases of gastric perforation were occurred in two patients during endoscopic submucosal dissection (esd) procedures using the subject device. The perforations were safely fixed by unspecified clips. The intended procedures were completed using the subject device. There was no other injury report of the patients associated with this report. Other detailed information such as the esd devices was not provided. This is 1st of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to serial number, device manufacture date. Olympus medical systems corp. Reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received additional information from the user facility as follows; the location of the lesion for esd (endoscopic submucosal dissection) was lesser curvature of the stomach. The patient had very invasive lesion with some scar tissue. The physician of the user facility stated that it was unknown the relationship between the event and the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".